Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 500 mg/dl; cause was unknown. Reportedly, customer lost consciousness, hit their head, and received a concussion. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer was discharged the next day, (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled.